Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that the helium yoke extension was loosened. The stm tightened the helium yoke extension then performed the helium leak test which passed, and no further leaks were observed. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) experienced a helium leak. It was later reported that the customer noticed the helium tank was almost empty and could hear helium escaping. There was no patient involved and no adverse event was reported.